Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found complete without any irregularities, this instrument was produced at the teleflex medical (B)(4) facility in (B)(4) of 2011 as part of a 50 pc. Lot. The returned instrument was evaluated and found that the jaws are loose and misaligned to each other and the pivot pin is loose in the tube assembly. Further evaluation showed that since the jaws are misaligned and loose to each other this instrument was able to pick up and retain a clip but will not close the clip properly over silastic test tubing due to the loose jaw condition. We are unable to validate the alleged complaint since we are unable to (B)(6) the alleged issue. During the evaluation it was noticed that the knob rotation is sluggish and dry feeling thus it is suspected that this instrument was not properly lubricated prior to sterilization per IFU (l03501) supplied with the instrument which states "lubrication is essential every time instruments are processed". No corrective action required at this time. Parts were 100% visually inspected and tested at the teleflex medical (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product as this is a standardized process for all instruments manufactured at this facility. At this time it is undetermined as to how the jaws became loose and misaligned to each other but mishandling at the customer facility is suspected. No corrective action required at this time.

Event description:
The clips fell from the applier sometimes. There was no report of clips falling into the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clips fell from the applier sometimes. There was no report of clips falling into the patient. The patient's condition was reported as fine.